Event description:
Patient had mobility only. Loose implants #7, 8 no pain or swelling. Patient probably slow healer and area was not completely healed at time of placement. #7, #8 were extractions. Twelve had prior placement.